Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid.") And genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 4 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant) with abdominal pain lower, alopecia ("hair loss") and dysgeusia ("metal taste in her mouth"). The patient was treated with surgery (uterine ablation (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, alopecia and dysgeusia outcome was unknown. The reporter considered alopecia, device dislocation, dysgeusia, genital haemorrhage and pelvic inflammatory disease to be related to essure. The reporter commented: plaintiff began treating for these symptoms in 2011, and continues to treat and suffer from injuries caused by the essure device. She will see physician again on or about (B)(6) 2018 for follow up and discussion regarding a hysterectomy or other removal options. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: coils were in place . Various imaging studies were performed which showed the essure coils appeared in place. On (B)(6) 2015, CT scan: no acute pathology of abdomen or pelvis and no free fluid in the cul-de-sac. On (B)(6) 2018, ultrasound scan, small free fluid in the cul-de-sac", and "right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: summons received: reporters details added. Event added as pid, left essure device appears to be outside the uterus and surrounded by fluid. Event genital bleeding seriousness was updated. Quality safety evaluation of ptc preocessed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid.') And genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant) with abdominal pain lower, alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (uterine ablation (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, alopecia, dysgeusia, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, dysgeusia, genital haemorrhage, headache, hypersensitivity, migraine and pelvic inflammatory disease to be related to essure. The reporter commented: plaintiff began treating for these symptoms in 2011, and continues to treat and suffer from injuries caused by the essure device. She will see physician again on or about (B)(6) 2018 for follow up and discussion regarding a hysterectomy or other removal options. Discrepancy noted in date of insertion (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: coils were in place. Diagnostic results: various imaging studies were performed which showed the essure coils appeared in place. (B)(6) 2015, CT scan: no acute pathology of abdomen or pelvis and no free fluid in the cul-de-sac. (B)(6) 2018, ultrasound scan, small free fluid in the cul-de-sac", and "right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid.') And genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant) with abdominal pain lower, alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (uterine ablation (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, alopecia, dysgeusia, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, dysgeusia, genital haemorrhage, headache, hypersensitivity, migraine and pelvic inflammatory disease to be related to essure. The reporter commented: plaintiff began treating for these symptoms in 2011, and continues to treat and suffer from injuries caused by the essure device. She will see physician again on or about (B)(6) 2018 for follow up and discussion regarding a hysterectomy or other removal options. Discrepancy noted in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: coils were in place. Diagnostic results: various imaging studies were performed which showed the essure coils appeared in place. (B)(6) 2015, CT scan: no acute pathology of abdomen or pelvis and no free fluid in the cul-de-sac. (B)(6) 2018, ultrasound scan, small free fluid in the cul-de-sac", and "right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new events added - migraine ,headaches ,autoimmune disorder nos , hypersensitivity symptom. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid./ migration') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, fibromyalgia and migraine headache. Previously administered products included for an unreported indication: cortizone. Concurrent conditions included pain, myalgia, joint pain, muscle pain, fatigue, tiredness, rash erythematous, poor sleep, pneumonia recurrent, asthma nos, migraine nos, post coital bleeding and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant) with abdominal pain lower, alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (uterine ablation (B)(6) 2018). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, alopecia, dysgeusia, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, dysgeusia, genital haemorrhage, headache, hypersensitivity, migraine and pelvic inflammatory disease to be related to essure. The reporter commented: plaintiff began treating for these symptoms in 2011, and continues to treat and suffer from injuries caused by the essure device. She will see physician again on or about (B)(6) 2018 for follow up and discussion regarding a hysterectomy or other removal options. Discrepancy noted in date of insertion (B)(6) 2010. She had underwent essure related surgery on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: coils were in place. Diagnostic results: various imaging studies were performed which showed the essure coils appeared in place. (B)(6) 2015, CT scan: no acute pathology of abdomen or pelvis and no free fluid in the cul-de-sac. (B)(6) 2018, ultrasound scan, small free fluid in the cul-de-sac", and "right essure device not clearly defined. Left essure device appears to be outside the uterus and surrounded by fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2021: medical record received. Reporter information, patient's demographic and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.